Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Reportedly, customer was not performing the proper air removal techniques. There was no adverse impact to customer¿s blood glucose level.